Event description:
A customer reported that during surgery, a system message displayed and the IV pole froze. A second system was used to complete the procedure, following a delay of 30 minutes. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).